Event description:
A femoral reamer was on power in femur. Device came apart - long shaft & power attachment end came out and first 3" stayed in. Fem osteotomy done dahl cable used to remove piece from femur (burr tip). Pt stabilized.